Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a year after a cosmetic surgery, the thread came out and the patient experienced a terrible odor on the suture line.